Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2024 . The patient had a 45-day follow up transesophageal echocardiography (tee) and a 3mm leak was noted via transesophageal echocardiography (tee) at this time. No intervention was performed at the time as a leak less than or equal to 5mm is considered effective closure of the laa. The patient returned for a follow up tee on (B)(6) 2024 to evaluate the leak and a 3.9cm thrombus was visualized on the face of the closure device. The patient was placed back on anticoagulation medication (eliquis) for 6 weeks and will then have another tee.